Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe kept turning on itself during the case.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection : the returned unit was visually inspected using high magnification microscope. Visual wear marks were observed on the ceramic and insulation. The shaft also found bent on the proximal end near the handle (core assembly), also noticed the gap between the shaft and the core. The returned unit was dissected and found the board was corroded sign of fluid ingression to the board causing a short during the surgery. Functional inspection : the unit was connected to a serfas energy console and a p2 was displayed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Unable to confirm the complaint due to a p2 error code. As part of the investigation the probe was connected to the programmer box to read the activation history, the reader box has a maximum capacity to store 41 activation instances. The probable root cause/s could be user accidentally submerges device, inadequate gluing operations (tip and core/lumen) or inadequate gluing/welding of core to handle, probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub.

Event description:
It was reported that the probe kept turning on itself during the case.